Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device¿s balloon physically broke, wherein there was a rapid loss of abdominal pressure due to the device issue. Patient outcome and current status is unknown.